Manufacturer narrative:
(B)(6). Investigation summary: please see investigation form. Investigation conclusion: please see investigation form. Root cause description: please see investigation form. Rationale: we can ensure that the probability of finding this kind of defect is very low and any recurrence is really unlikely in our products since review syringe DHR showed no indication of the alleged defect, considering our in-coming and in-process inspection and since this is the first time this lot is reported for this defect, no actions are required.

Event description:
It was reported that bd 2 pc 10ml discardit ii¿ syringe w/o needle was used to rinse the patient's vein. The syringe allowed the patient's blood to flow along the plunger. No serious injury or medical intervention was reported.